Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1888tc st jude lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient received a shock due to possible supra ventricular tachycardia (svt). The patient was carrying groceries up and down stairs, felt shortness of breath, tired, and received a shock from their implantable cardioverter defibrillator (ICD). After the shock, the patient appeared to be in an atrial arrhythmia and ventricular rates lowered which appeared more irregular after the shock. The device remains in use. No further patient complications have been reported as a result of this event.